Event description:
Customer reported an incident with speeding pre blood pump. The nurse changed pbp-bag and when she started the machine, alarms for incorrect weight change at the pbp occurred two times. The nurse discovered that she had forgotten to open the clamp at the pbp-line and when she opened the clamp, the pbp pump speeded up rapidly. Consequently, pbp-fluid was pumped into the patient. It was visible as the red extension line at the catheter turned from blood into clear water. The machine was stopped on the main switch and the patient was moved to another machine that was available approximately 1 hour later. Reported blood loss volume was 150ml.